Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No display ramping anomaly was noted. The insulin pump was received with a cracked case at display window corners and a severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient is experiencing high blood glucose levels over 400mg/dl due to a button getting stuck. Trouble shooting was performed. Patient advised to cease use of devise and switch to backup. Pump is being returned. No further information available.